Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead had high thresholds. The patient was in atrial tachycardia/atrial fibrillation (at/af) and the device clinic was unable to manually measure the threshold. The lead remains in use. No patient complications have been reported as a result of this event.